Event description:
Male of unknown age underwent an aortic valve replacement using a 23mm aortic homograft on 8/29/97. Intra-operatively, it was noted that there was a small amount of bleeding from homograft coronary ostium. This was repaired and the chest was closed. In unit, pt was noted to have significant blood drainage and was brought back to or. Chest was re-opened and a leak was noted at the previously ligated ostium. Tear was repaired and chest closed.